Event description:
Home patient reports switching new supply bags onto two already spiked lines of the homechoice set while troubleshooting through an alarm situation during homechoice treatment. Home patient reports they completed treatment by doing a manual exchange as they were unable to clear through alarm. No patient injury or medical intervention required per home patient.